Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while attempting a full supply change when the insulin cartridge was almost empty; the user had difficulty completing the change until guided assistance was provided and insulin delivery resumed. Symptoms included lightheadedness and sweating. Outcomes included a lowest recorded blood glucose of 42 mg/dl, low glucose duration of approximately 1 to 1.5 hours, and stabilization to 95 mg/dl after oral carbohydrate treatment with pineapple juice; low and urgent low alerts were received, and no medical intervention or third-party assistance was required. Investigation included a review of event details and user-reported device performance. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event represented hypoglycemia with unclear cause and that the user self-treated with oral glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.